Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 251). In addition, research in our complaint database indicated there were not any similar complaints for the same production lot number. (Ljw5014) exact root cause was not determined. However, from our investigation, we believe the event is not related to our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. A cracked or broken optic (in the middle), a damaged trailing haptic were reported. It was also reported that it was more difficult than usual (pushing or screwing the iol through the injector). The product was replaced with another lens immediately during surgery. Patient impact: explantation no permanent or negative impact on patient health expected.